Event description:
It was reported that the pump was being replaced for end of service. The catheter was found to be not working; they were unable to aspirate. The pump and catheter were revised. For subsequent events see manufacturer¿s report numbers 3004209178-2013-07514 and 3 004209178-2013-10229. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l57743, implanted: 1999-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).